Manufacturer narrative:
Unit passed displacement test and self test. Pump error 63 was present in the pump trace download due to broken trace on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. All buttons function properly; no damage to keypad traces and connector was not unlocked during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump did not beep anymore, it only vibrates and buttons on insulin pump was not doing anything as well as insulin pump got hardware low level failure during the self test. Customer¿s blood glucose was unknown. Customer stated that they did not hear beeps even when audio volume settings were saved. Customer performed displacement test and passed the test but did not passed self test. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will not be returned for analysis.